Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the combined use with a high-frequency device and faulty power supply printed board may have resulted in unstable power supply behavior, resulting in blackouts or noises due to power loss. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the monitor previously showed some image noise when an electric scalpel was in use but had not previously had blackouts. The customer reported to olympus that when the monitor was last used, the image had horizontal stripe noise and blackouts. The device was restarted, the operation was continued, and procedure was completed. There was no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned for evaluation. During functional testing, the reported issues were not confirmed. There was no operational or visual abnormality found during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.